Event description:
The patient called lifescan (lfs) and alleged that their meter was reading inaccurately low. The patient reported two results of 22 and 55 mg/dl. They reported blurry vision at the time of testing. They tested on their neighbor's meter 10 minutes later and obtained a result of 500 mg/dl. They went to the hospital and were treated with insulin. It would have been helpful to know the blood glucose result on the hospital meter. It would have also been helpful to know what, if any, medications the patient was taking at the time of the event, how often they tested, if they were basing treatment on the meter results, etc. Medical affairs attempted unsuccessfully to reach the patient for more clinical information. A letter has been sent as a second attempt to reach the patient. There is evidence of use error leading to a serious injury (patient's treatment for hyperglycemia was delayed). New test strips and control solution are being sent to the patient.